Manufacturer narrative:
Additional manufacturer narrative calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, the explanted device was not returned to edwards for analysis because. Without return of the device, edwards is unable to confirm the clinical observation. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this bioprosthetic aortic heart valve was explanted after seven (7) years, three (3) months due to prosthetic aortic valve dysfunction with aortic stenosis and moderate aortic regurgitation. Upon visualization, there was calcification of one of the leaflets of the valve. This leaflet did not appear to be mobile, though the remaining leaflets were restricted to some degree but opened. The aortic valve was excised and a 21mm pericardial bioprosthesis was used in replacement. The valve was well seated without evidence of paravalvular leak. A mitral valve replacement and coronary artery bypass grafting took place before the patient was removed from bypass. Due to the patient's contractility, an intra-aortic balloon pump was placed. Tee confirmed the prosthesis was well seated and functioning normally. The patient tolerated the procedure well and was taken to the open heart recovery room in critical, but stable condition.